Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 46 mg/dl while she was at work. She overestimated the amount of carbohydrates in her lunch. She drank 4 ounces of apple juice to treat her low blood glucose level. Her blood glucose level went up to 60 mg/dl. The device was not returned.